Event description:
Device issue: material rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during pre-dilatation in a moderately calcified 1st diagonal of the left anterior descending artery (lad) the 2.0 x 15 mm rx voyager ruptured at 14 atm when inflated the second time. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: since the product was not returned for evaluation, it was not possible to perform a through analysis on the balloon catheter, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information. The lesion was moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. Furthermore, since the catheter was initially pressurized without incident and there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage at some point during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon the second inflation attempt. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.